Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta c-taper head 36mm -2.5; cat# 18-36-3; lot# 49653501, trident hemispherical multi; cat# 508-11-52e; lot# 44930001, 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mnlwtx, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mllxjp, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 9832t0, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 55170403, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 55151503, md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 55151503, rest ha -5 red nk 205mm strt stm 8x112mm; cat# s-2652-0812; lot# mmhl7h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: the patient underwent left hip replacement (B)(6) 2016. (Outside of cors scope). Patient fell sustaining a periprosthetic femur fracture then underwent left total hip revision for loose femoral component (B)(6) 2016. Patient had irrigation and debridement of left hip deep infection. Patient underwent total hip prosthesis and placement of an antibiotic spacer (B)(6) 2019.